Event description:
A vague report of overinfusion was rec'd associated with the use of a colleague infusion pump. According to the reporter, a nurse had programmed the infusion pump incorrectly and entered the concentration as 100 units/ml instead of 1000 units/ml. This misprogramming caused the rate to calculate to 80 mls/hr instead of the ordered 8 mls/hr. According to clinician, this error was found early in therapy and there was no pt injury as a result of this event. No additional clinical info was able to be obtained.